Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following a tibial plate fracture and deformation to the fibula plate.

Manufacturer narrative:
Device history records were reviewed for the tibial and fibula plate respectively, with no deviations or anomalies identified that would have contributed to the reported event. Neither plate was returned for review; therefore, the exact condition of the components cannot be confirmed. These devices are used for treatment. An x-ray review was conducted by (B)(6). This review confirmed the fracture of the tibial plate and bowing of the fibula plate. Impressions state the following: initial images demonstrate mildly comminuted and mildly displaced fractures of the distal tibia and fibula. After the original fracture, there are three separate postoperative images acquired, likely at three different time points which are about 4 months after surgery. Fracture lucencies are noted without any signs of healing (and therefore it is assumed that this may be a re-fracture, as the fracture planes appear different than the original fracture appearance). Alternatively, this may represent delayed healing/signs of nonunion; this is difficult to exclude as there are no interval images between the surgery and this time point to show healing did occur. Two subsequent time points demonstrate fracture of the tibia plate hardware and then displacement of the tibia plate hardware fracture, bowing of the fibula plate hardware, displacement of the tibia bone fracture. Tibia fractures normally demonstrate healing/union within 16 weeks. The cause of re-fracture is not known, but could be related to inadequate resting or re-trauma. If this is not re-injury and actually nonunion, causes could be numerous. For this particular case, those that could be considered include patient's lifestyle (nutrition, smoking, diabetes control, use of nsaids, and lack of immobilization). The overall rate of nonunion is 2-10%. Complete healing normally occurs at 6-9 months. An initial product history search conducted 05/oct/2016 revealed no additional complaints against either related part and lot combination. It is unknown whether the used plates and screws were compatible. It was reported in the x-ray review that the patient¿s bone demonstrated adequate quality with appropriate mineralization and no osteopenia. As the suspected potential re-injury cannot be confirmed, a definitive root cause for the fracture cannot be determined with the information provided.